Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Additional information was received indicating that this patient and system were again defibrillation threshold (dft) tested. The impedance measurement was 20 ohms. The system was reprogrammed to take the device out of the vector which resulted in an impedance measurement of 30 ohms. It was reported that the patient had been able to be converted with acceptable measurements the previous day. Boston scientific technical services (ts) discussed options. There was a plan to implant another sq coil. At this time, no additional actions have been taken. The system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had ebstein's anomology, a congenital defect affecting the tricuspid valve. An invasive, open chest procedure was performed to place other manufacturer's epicardial leads and coils as well as an implantable cardioverter defibrillator (ICD). Defibrillation threshold (dft) testing was performed 6 days later. The patient failed the tests in all configurations. The shock impedance was low and out-of-range (15-16 ohms) in the triad configuration. Additional information indicates that a revision procedure was performed the day following the dfts. An additional other manufacturer's coil was added. The patient passed dft testing. No adverse patient effects were reported. The system remains in service.

Event description:
Additional information indicates that the coil in the left axilla was repositioned closer to the apex of the remodeled heart. Defibrillation threshold (dft) testing was performed and successful at 31 joules. No adverse patient effects were reported. The system remains in service.